Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted a cut in the insulation approximately 40 centimeters from the terminal pin which was thought to have been induced during the explant procedure. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an initial implant procedure, this right ventricular (rv) lead exhibited high pacing threshold measurements. One day post-implant, the rv lead exhibited a rise in pacing threshold measurements. A drop in p-waves and oversensing of noise was also observed. Surgical intervention was performed and the rv lead was explanted and replaced. During the procedure, blood was noted in the header of the device. No additional adverse patient effects were reported.